Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi ltd) and the importer ((B)(4)), as novogi ltd. Serves as the designated complaint handling unit for both facilities. The only info that is available is that the ring tore the distal stump. This info could not be verified and the device and/or its identifications were not received, despite repeated attempts to receive additional info. Therefore, no further investigation could be conducted and no conclusions could be drawn. Continued attempts are being made to obtain additional info regarding this case and a supplemental MDR will be submitted in the event any new info is received.

Event description:
The following was reported: "immediately after shooting the device, the ring tore the anterior part of the distal stump."